Event description:
Pt reported experiencing high blood glucose (500 mg/dl to "hi") and vomiting. Pt made several bolus attempts, but blood glucose continued to remain high. No error messages were generated by the device. After pt switched devices and insulin cartridges, their blood glucose came down. Pt questioned whether or not they were getting the proper amount of insulin with the original device. No medical treatment was received.